Event description:
It is reported that the liner would not seat into the shell due to the locking ring being inside the shell.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.